Event description:
Reporter alleged obtaining the results of 262 mg/dl, 101 mg/dl, 146 mg/dl, 100 mg/dl, 98 mg/dl and 159 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the trend tube weldment bent correctly incorrectly prohibiting. Both guides from fitting into their respective slots, rendering trend inoperable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.